Event description:
Tech alleged the bed has a loss of ground. No pt impact.

Manufacturer narrative:
The tech found the cause to be a worn out power cord plug. The tech replaced the power cord to resolve the issue.